Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The patient had a 75% stenosis of the subclavian artery and underwent stent angioplasty. A 5.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During the procedure at 8 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1: initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The patient had a 75% stenosis of the subclavian artery and underwent stent angioplasty. A 5.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During the procedure at 8 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the target lesion was moderately tortuous and moderately calcified subclavian artery.